Event description:
It was reported that a customer's pump was not charging. There was no reported impact to the customer's blood glucose level. The pump was not returned despite multiple reminders to the customer, and they are still waiting to receive it for further inspection.